Manufacturer narrative:
The pump was received with operating currents within specification and it passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump passed the leak test. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly was noted. No unlocked keypad connector or button keypad anomalies were noted. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump buttons were unresponsive. No blood glucose reading was given. The insulin pump will be replaced and returned for analysis.